Event description:
A malfunction was reported, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and helped the customer reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, and the customer acknowledged and understood these instructions.